Manufacturer narrative:
Patient information was not provided by the site. A medtronic representative went to the site and checked out the system. He found that the leaves of the collimator were stuck in the closed position. He loosened and re-tightened the screws of the collimator. The leaves were then fully mobile. The system performed properly during functional testing, after re-assembly of the collimator. Issue resolved.

Event description:
A site representative reported that during a spinal fusion surgery, the o-arm 2d picture showed only a line on the mvs (mobile viewing station) screen. After 3 reboots of the o-arm and mvs, a "collimator error" message appeared on the mvs screen. The system was unusable, therefore they discontinued use of the o-arm and navigation. They brought in a c-arm and continued the case with traditional fluoroscopy. There was a minimal delay of less than an hour to bring in the c-arm. No harm to the patient.

Manufacturer narrative:
The following wording was accidentally omitted on the original report. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.